Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was alarming 45169. User had already removed the batteries, but the alarming continued. He replaced the batteries and powered the pump on. The pump started to power up and returned to alarm. User did attempt to remove and replace batteries again but the alarm persisted. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.